Event description:
During an endoscopic variceal ligation in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that after releasing 2 bands, the trigger cord broke. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. The irrigation adapter was not included in the return. Two photos were also received. One of the photos showed the product labeling and confirmed the lot number. The other photo shows the barrel with 5 bands remaining on it and the trigger cord appears to be broken. Our laboratory evaluation of the product said to be involved confirmed that both legs of the trigger cord remaining on the barrel had broken. The remainder of the broken trigger cord (proximal section) was not returned. However, the trigger cord that was returned still wrapped around the 2-way handle had not been broken or damaged in any way. The partial trigger cord legs that were on the barrel with 5 bands remaining had all 12 deployment beads on the cord legs. It was also observed that there was some contamination (appears to be dried blood) on the frayed breakage area of one of the trigger cord legs. The trigger cord that was returned wrapped around the handle was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 142cm between the knots which is within the tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the legs of the trigger cord on the barrel were found to be broken. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. Trigger cord breakage can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.